Event description:
Customer claims that he performed a nephrectomy on a pt who was transferred from a different doctor. Customer claims that the prior physician performed an endopyelotomy on the pt using the acucise catheter. Customer claims that a vessel was probably nicked during the endopyelotomy and suspects that the nephrectomy was a result of bleeding at the time of the endopyelotomy. No other info is available.